Event description:
During use for open surgery of colon, the needle got broken. The actual situation of this event is unknown. Even though the needle tip could not be detected. The case was completed. No patient harm. Operating time extended: unknown. Pieces fell into the cavity and could not be retrieved. Oozing bleeding. Our sales rep. Confirmed: the clinical sample was scrapped. It has not been identified if the needle tip remained in the patient or not.

Manufacturer narrative:
(B)(4)